Manufacturer narrative:
It was reported that after an initial bunion surgery, which addressed tmt joints one, two, and three, all hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion at the third tmt joint. During the revision surgery, the surgeon also removed a large neuroma at the third tmt joint. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, per the rep, it is possible the initial placement of hardware over the third tmt joint, as well as the large neuroma, could have contributed to what the patient experienced. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6) 2023 due to nonunion. During the surgery, the surgeon also removed a large neuroma. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.